Event description:
Pt receiving IV chemotherapy at 11 cc/hr via a plum-triple infusion device (pump). Medication infused 2 1/2 hrs earlier than anticipated stop time. No injury to pt. Physician ordered delay of start time for second bag.